Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his discontinued treatment. When he opened the cassette door he found fluid leaking from the cassette. The set was made available for eval. During f/u, the pt's pd nurse reported that the pt was fine and his effluent remained clear. The pt did not have any signs of infection. He was prescribed prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval and the complaint is confirmed. A visual inspection found a crack in one of the plastic domes of the cassette. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.